Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having kidney failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to having kidney failure. There was no medical intervention required by the patient. The reported event of  kidney failure and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-51867-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events (previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was corrected.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged kidney failure. Additional information was received about the alleged respiratory tract irritation, dizziness, headache, kidney disease/toxicity. Section h6 health effects: clinical codes updated in this report.

Manufacturer narrative:
Additional information was received on nov 18, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to having kidney failure. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed dust-like contamination on the top enclosure/ui panel. Manufacturer observed scratches on the left side panel. Evidence of liquid ingress was observed in the iso port. Manufacturer observed that one of the anti-slip pads seemed to be partially melted. Several deep scratches were observed across the warning label/bottom enclosure. A light amount of dust-like contamination was observed on the pca, blower cap, blower motor, in the base of the blower housing, on the interior side of the right-side panel, along the airpath of the sound abatement foam, and on the walls of the bottom enclosure. A small amount of sound abatement foam was observed sticking to the bottom of the blower housing. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Confirmed the complaint of particles in airpath but unable to confirm odor or address the complaint or symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.